Manufacturer narrative:
Device codes: 1354 not labeled. Internal file number: (B)(4). Correction: device code 3190 was removed. Evaluation summary: the device was returned for analysis. The reported no blood flow from the marker lumen and guide leak were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported no blood flow from the marker lumen and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the device was successfully flushed prior to use; however, no pulsatile blood flow was observed from the marker lumen when the proglide device was advanced into the artery. Blood was observed to be leaking between the proximal and distal guide of device. The proglide device was removed and the marker lumen was flushed again to ensure there were no clots. The device was then advanced in the artery, little pulsatile blood flow was observed with leakage between the proximal and distal guide of device. The suture was successfully deployed and the same proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.